Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. .

Event description:
This report is conservatively filed for death post clip implantation. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 4. The patient presented very ill with a left venticular ejection fraction of 8% and was not a surgical candidate for a heart transplant; the mitraclip procedure was a last attempt to improve the patient's life. Two mitraclips were implanted without issue, reducing the mr to grade 1. Following clip deployment/implant, the patient became unstable and expired while in the catheterization lab. Per physician, there was no device malfunction, the mitraclips performed as intended, and results were very good. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. It should be noted that the reported patient effects of arrhythmias (bradycardia), worsening heart failure and death, as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated that in this case, a mitraclip was attempted as a last resort in a very unstable patient with end-stage heart failure and lvef of 8%. The procedure was successful reducing mitral regurgitation (mr) to 1 but the patient ultimately expired while still in the cath lab. Death was unrelated to the device but due to the very advanced heart failure. Based on the information reviewed, the reported bradycardia, heart failure and subsequent death from the heart failure appear to be due to patient conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was received:following mitraclip implantation without issue, bradycardia and no heart ejection was noted, requiring cardioversion. The patient expired while in the operating room due to acute heart failure.